Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a procedure, the site was unable to take a post spin with the imaging system. The imaging system was moved into the room after a few restarts and then the pendant monitor went black. They rebooted the imaging system again but could not move the system. After about the 3rd or 4th restart, they were able to move it out of the room but the surgeon asked to have it moved out. The imaging system was removed from service by the site staff. The procedure was completed without the use of imaging. No known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system passed accuracy testing and the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.